Event description:
(B)(4). Joint pain, headaches, migraines, lack of periods, groin pain, stiff knees,

Event description:
(B)(4). Severe hip pain making it hard to walk and no longer able to cross legs, hair loss, developed allergy to sulfate in shampoo, rash on face, neck and chest.